Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using a penumbra engine canister (canister). During the procedure, after making a successful pass using the indigo system catrx aspiration catheter (catrx) with the penumbra engine pump (engine), the physician removed the catrx to take a few pictures and flushed it. However, after reattaching the catrx and the aspiration tubing (tubing), the physician noticed only two lights would illuminate on the engine. Therefore, the physician verified to ensure the connections between the tubing and the catrx were tight; however, there was no change in aspiration power. Therefore, the physician decided to switch out for another catrx as preference. The procedure was completed using a new catrx with the same engine and canister. There was no report of an adverse effect to the patient.